Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after dental implant was installed in intraoral region 4#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, immediate implant and the patient presented bone type I.